Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being currently hospitalized for high blood glucose of 770mg/dl and diabetic ketoacidosis. The customer treated with insulin. Customer indicated that the pump was dropped in the toilet. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared loose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.